Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, h10. Visual examination of the returned product identified inspection of each product found little to no damages, however, that damage was around the mating area where the two products join. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 110031418, bearing standard 36 mm diameter, lot # 64361170. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02012.

Event description:
It was reported the doctor put the humeral tray and humeral bearing together per surgical technique. The humeral tray and humeral bearing snapped together with no problem. The doctor impacted the humeral tray and humeral bearing component onto humeral stem. As doctor was reducing shoulder, the humeral bearing disengaged from humeral tray. The doctor removed the humeral bearing and humeral tray. Inspected them on the back table and tried putting the components back together again. The humeral tray and humeral bearing separated easily. The doctor then opened new components and implanted them with no problem.